Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high and low blood glucose (bg) levels (27-587 mg/dl). Corrective boluses and insulin injections were used to address the high bg. Carbohydrates and sugar were consumed to address the low bg. The customer reported that the type of diabetes was impacting the bg and the pump settings were being adjusted by a healthcare provider to "complement this condition". Current bg was 175 mg/dl.